Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a lung biopsy procedure, the needle broke in the pt. During a lung biopsy procedure, checking for lung cancer, the physician took two successful biopsies and it was reported that the device seemed to be working well. On the third biopsy attempt, the device broke and the needle remained inside of the pt. The physician noted that there were no difficulties pressing the lever or cocking the biopsy gun, but a bending sensation was noted. The pt had a mini-thorakektomie to remove the needle and a top portion of the device. After surgery, a non bsc drainage device was placed, and it was noted that the pt was not in an "intensive station". No add'l biopsies were required to complete the procedure.